Event description:
It was reported by the clinician that upon insertion of the catheter the physician noted the spring wire guide (swg) was badly frayed. As a result, another kit was opened and used successfully. Additional info received from the sales representative on 12/7/2009 stated the physician did not notice any fraying upon initial insertion, but when the swg was removed, he noticed it. There was no report of any swg material found in the pt & swg was removed intact. There was no delay in treatment and no pt complications were reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.